Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead appeared to have pulled back on x-ray. Low sensing values and high pacing thresholds were also noted on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.